Event description:
The customer reported to olympus, their colonovideoscope had a communication error code b30. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the air/ water cylinder and tube has foreign material, and the jet tube has foreign material there was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This colonovideoscope was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings were; the cable and the plug unit are corroded due to water leakage, the light guide lens is cracked, due to wear of the angle wire bending up does not meet the standard value, the bending tube is deformed, the connecting tube is snaking, and the universal cord has coating peeling. Additionally the following items were all noted to have scratches: scope connector cover unit, scope connector case unit, upward/ downward angulation control knob, right/ left control knob, the switch box, the grip, and the flexibility adjustment ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.